Event description:
It was reported that approximately 33 months post implant of a bifurcated device, the patient was seen routinely for follow up, and a computed tomography scan revealed an increase in the aneurysm sac size and an endoleak. The physician is planning to bring the patient back for a secondary intervention to correct the endoleak. On (B)(6) 2015 the physician brought the patient in for the secondary intervention and implanted a suprarenal aortic extension and another bifurcated device. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to a lack of a pre implant CT scan. The patient's use of antiplatelet therapy might have contributed to this event due to the increased risk for bleeding complications. Thirty-three months post implant, there was evidence to support a type iiib endoleak. There was a slight anterior outward kink approx. 2.0 cm noted above the bifurcation and calcium deposits were present at the bifurcation as well. The stent appeared to be hyper-dilated at 3.4 x 2.0 cm. The operative angiograms were difficult to assess due to bowel gas and obesity and limited dynamic imaging. The surgeon diagnosed the leak as a possible type ia due to the fact that no leak was observed when the aorta was occluded and the pigtail was at the bifurcation. Although non-dynamic, it appeared as if there was evidence of a type iiib leak on this image (squared appeared). The type ia endoleak finding could not be substantiated. The secondary procedure was confirmed; there was successful mitigation of the endoleak status post a main body relining and a suprarenal cuff placement. The patient was discharged home on the second post-operative day. Their recovery was complicated by blood loss due to the technical difficulty accessing the arteries due to tortuosity, calcifications, and scar tissue; there was difficulty manipulating the delivery system as well. Iron and antiplatelet therapies were prescribed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified from the clinical review, but there was a slight anterior outward kink approx. 2.0 cm noted above the bifurcation and calcium deposits were present at the bifurcation as well that could have been a factor in development of an endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient